Manufacturer narrative:
Both leads were returned for investigation. Plexa promri s 65. Upon receipt the lead was found cut 56 cm distal to the df4 connector pin. A proximal part was not returned. The performance of the fragment was scrutinized, including a visual inspection. Between 36 and 38 distal to the df4 connector pin, the lead body was found squeezed and deformed. At this location the conductor cable leading to the rv shock coil was found fractured. This damage is assumed to be the root cause of the reported high shock impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. Sentus promri otw qp l-85. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed several cuts in the insulation as well as deformations of the conductor coils 44 cm distal to the is4 connector pin. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. Based on the symptoms, it is reasonable to assume that these damages resulted from the extraction procedure. Between 47 and 50 cm distal to the is4 connector pin, abrasion marks were detected on the leads body. However, the insulation was not breached. Based on the characteristics of the damage, it is reasonable to assume, that the lead was subject to mechanical stress due to friction against another implantable device, such as a nearby lead. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 36 months, oversensing on the ventricular channel was reported.